Event description:
This is a spontaneous case report received on (B)(6) 2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. A product technical analysis investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("spotting"), nervous system disorder ("neurological conditions or problems"), endometriosis ("endometriosis") and reproductive tract disorder ("reproductive system disorder or condition") in a 28-year-old female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure conformation test". The patient's past medical history included migraine, nickel sensitivity, headache, allergic reaction and cervicitis cystic. Concurrent conditions included metrorrhagia, adenomyosis (superficial) and anemia. Concomitant products included medroxyprogesterone (depo provera) from 2010 to 2011 for contraception as well as oral contraceptive nos. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric,"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive condition"), depression ("depression"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge") and menstruation irregular ("irregular periods"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced nervous system disorder (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity") with allergy to metals, dizziness ("dizziness"), hirsutism ("abnormal facial hair growth"), mood swings ("mood swings"), memory impairment ("foggy memory, problems remembering things"), diarrhoea ("chronic diarrhea"), abdominal pain lower ("pain: lower abdomen/cramps") and scar ("unusual amount of scar tissue"). The patient was treated with sumatriptan (imitrex), amitriptyline, surgery (salpingectomy (bilateral removal of fallopian tubes)/total laparoscopic hysterectomy), surgery and surgery (utreus removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved, the nervous system disorder, endometriosis, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, headache, reproductive tract disorder, nausea, dyspareunia, fatigue, weight increased, gastrointestinal disorder, dizziness, hirsutism, mood swings, memory impairment, diarrhoea, vaginal discharge, menstruation irregular and scar outcome was unknown and the migraine, alopecia, depression and feeling abnormal was resolving. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hirsutism, hormone level abnormal, hypersensitivity, memory impairment, menorrhagia, menstruation irregular, mental disorder, migraine, mood swings, nausea, nervous system disorder, pelvic pain, reproductive tract disorder, scar, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("spotting"), nervous system disorder ("neurological conditions or problems"), endometriosis ("endometriosis") and reproductive tract disorder ("reproductive system disorder or condition: loss of reproductive organ") in a 28-year-old female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure conformation test". The patient's medical history included migraine, nickel sensitivity, headache, allergic reaction and cervicitis cystic. Concurrent conditions included metrorrhagia, adenomyosis (superficial) and anemia. Concomitant products included medroxyprogesterone acetate (depo provera) from 2010 to 2011 for contraception as well as oral contraceptive nos. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric,"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive condition"), depression ("depression"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge") and menstruation irregular ("irregular periods") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced nervous system disorder (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity") with allergy to metals, dizziness ("dizziness"), hirsutism ("abnormal facial hair growth"), mood swings ("mood swings"), memory impairment ("foggy memory, problems remembering things"), diarrhoea ("chronic diarrhea"), abdominal pain lower ("pain: lower abdomen/cramps") and scar ("unusual amount of scar tissue"). The patient was treated with amitriptyline, sumatriptan (imitrex) and surgery (salpingectomy (bilateral removal of fallopian tubes)/total laparoscopic hysterectomy and utreus removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and abdominal pain lower had resolved, the nervous system disorder, endometriosis, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, headache, reproductive tract disorder, nausea, dyspareunia, fatigue, weight increased, gastrointestinal disorder, dizziness, hirsutism, mood swings, memory impairment, diarrhoea, vaginal discharge, menstruation irregular and scar outcome was unknown and the alopecia, depression and feeling abnormal was resolving. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hirsutism, hormone level abnormal, hypersensitivity, memory impairment, menorrhagia, menstruation irregular, mental disorder, migraine, mood swings, nausea, nervous system disorder, pelvic pain, reproductive tract disorder, scar, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.098 kgs. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet received. Outcome of event migraine update from recovering / resolving to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain "), nervous system disorder ("neurological conditions or problems ") and endometriosis ("endometriosis ") in an adult female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nervous system disorder (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection "), hypersensitivity ("allergic or hypersensitivity") with allergy to metals, female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric,"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive condition"), depression ("depression"), feeling abnormal ("brain fog") and dizziness ("dizziness"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, nervous system disorder, endometriosis, hormone level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, headache, reproductive tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, gastrointestinal disorder, depression, feeling abnormal and dizziness outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, nervous system disorder, pelvic pain, reproductive tract disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs, reporter added, patient concomitant drug added, lot number received, events medical device removal and complication associated with device replaced with events:- pelvic pain, nervous system disorder, endometriosis, hormonal level abnormal, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, migranine, headache, reproductive tract disorder, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased,alopecia, gastrointestinal disorder, depression, feeling abnormal, dizziness. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("spotting"), nervous system disorder ("neurological conditions or problems"), endometriosis ("endometriosis") and reproductive tract disorder ("reproductive system disorder or condition") in a 28-year-old female patient who had essure (batch no. 825628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure conformation test". The patient's past medical history included migraine, nickel sensitivity, headache, allergic reaction and cervicitis cystic. Concurrent conditions included metrorrhagia, adenomyosis (superficial) and anemia. Concomitant products included medroxyprogesterone (depo provera) from 2010 to 2011 for contraception nos as well as oral contraceptive nos. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), mental disorder ("psychological or psychiatric,"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), reproductive tract disorder (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), gastrointestinal disorder ("gastrointestinal or digestive condition"), depression ("depression"), feeling abnormal ("brain fog"), vaginal discharge ("vaginal discharge") and menstruation irregular ("irregular periods"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced nervous system disorder (seriousness criterion medically significant), endometriosis (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity") with allergy to metals, dizziness ("dizziness"), hirsutism ("abnormal facial hair growth"), mood swings ("mood swings"), memory impairment ("foggy memory, problems remembering things"), diarrhoea ("chronic diarrhea"), abdominal pain lower ("pain: lower abdomen/cramps") and scar ("unusual amount of scar tissue"). The patient was treated with sumatriptan (imitrex), amitriptyline, surgery (salpingectomy (bilateral removal of fallopian tubes)/total laparoscopic hysterectomy), surgery and surgery (uterus removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain lower had resolved, the nervous system disorder, endometriosis, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, headache, reproductive tract disorder, nausea, dyspareunia, fatigue, weight increased, gastrointestinal disorder, dizziness, hirsutism, mood swings, memory impairment, diarrhoea, vaginal discharge, menstruation irregular and scar outcome was unknown and the migraine, alopecia, depression and feeling abnormal was resolving. The reporter considered abdominal pain lower, alopecia, bladder disorder, cystitis, depression, diarrhoea, dizziness, dysmenorrhoea, dyspareunia, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hirsutism, hormone level abnormal, hypersensitivity, memory impairment, menorrhagia, menstruation irregular, mental disorder, migraine, mood swings, nausea, nervous system disorder, pelvic pain, reproductive tract disorder, scar, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.365 kgs. ¿concerning the injuries reported in this case, the following one was described in patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs and mr received. Reporter information was added. This case concerns 28 year old patient. Her historical condition/concomitant condition was added. Her concomitant medications were added. Following events: abnormal facial hair growth, mood swings, foggy memory, problems remembering things, chronic diarrhea, vaginal discharge, irregular periods, pain: lower abdomen and patient did not under go essure conformation test , scar and genital haemorrhage were added. She had recovered form events: bleeding, cramps, and pain. She was recovering from events: hair loss, depression, migraine and brain fog. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
(B)(4).